Manufacturer narrative:
It was reported that the medial and lateral poly inserts did not securely fit into the tibial tray. There was ap movement and the poly inserts appeared to be too short. A revision surgery occurred to correct the issue. Review of the device history record indicates that the tibial tray was manufactured with the incorrect interlock geometry. Remedial action was appropriately taken for this incident.

Event description:
It was reported that the medial and lateral poly inserts did not securely fit into the tibial tray. There was ap movement and the poly inserts appeared to be too short. A revision surgery occurred to correct the issue.